Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. An external visual inspection showed no signs of physical damage. Per customer complaint, there were no indications of heat damage or smoke after the cycler was turned on. Cycler was kept on for an extended period of time to see if any smoke would appear from the machine. After a few hours of the cycler being on, there were no indications of any smoke coming from the cycler. Voltage check passed. There were no discrepancies found during the internal inspection of the cycler.

Event description:
A peritoneal dialysis nurse reported that upon powering on the patient's cycler, a puff of smoke was emitted. The patient discontinued use and reverted to manual treatment. The cycler was replaced. The device investigation did not confirm any smoke or burned components in the cycler. Upon follow up with the patient's nurse, it was stated that the patient has had the cycler replaced and has been completing treatments on the new cycler. The patient did not experience a burn or any other adverse event as a result of the smoke.